Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer originally reported that his olympus evis exera iii video system center was not displaying an image when utilized with a 180 series scope. That event was captured under report with patient identifier (B)(6). While performing due diligence, the customer went on to note that he had two other olympus evis exera iii video system centers that were experiencing the same issue in adjacent rooms. According to the initial reporter, all further information is unknown. This report is being submitted to capture rooms 3 of 3. For information regarding the image failure in room 2 of 3, please see report with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as a faulty usb port and cable were identified. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s like the cause is related to a faulty patient board set. The cause of the defect might have been related to the subject device being manufactured before the design of the dr board (printed circuit board) was changed, but the cause could not be identified. It was confirmed that the design of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.